Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl, bupivacaine, and clonidine at 250.0 mcg/ml, 30.0 mg/ml, 300.0 mcg/ml concentrations and doses of 114.99 mcg/day, 13.799 mg/day, 137.99 mcg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a lack of pain relief for several months while resolving the leaking from the pump site event. On (B)(6) 2016, the patient reported lack of therapeutic relief. The patient's pump was reprogrammed on (B)(6) 2017. It was noted multiple dose adjustments and/or changed to the pump medications and/or concentrations were made prior to discovering the kink in the catheter. During a surgical reposition of the pump, on (B)(6) 2017, it was noted the catheter was kinked at the connecting pin from scar tissue. It was indicated the event was related to the device or therapy. The patient's catheter was spliced on (B)(6) 2017 and the issue resolved without sequelae the same day. The patient's baseline weight was noted as (B)(6).